Event description:
The report indicated that the "bg meter was not working" and that the customer had experienced bg readings lower than 70mg/dl. No other details about the event or the device were reported. The pdm will be returned for eval.

Manufacturer narrative:
The investigation results of the returned pdm found evidence of debris "around and under" a sensor within the bg meter port. This directly affected the functionality of the meter, preventing it from recognizing the presence of a test strip when inserted. Debris in the meter port is known to affect bg reading results, though no discrepant readings were reported (the customer did, however, note that she experienced bg levels below 70mg/dl). The presence of debris in the bg meter port is the result of user negligence in properly caring for the pdm and is in no way reflective of any manufacturing or product related issue. The pdm eval continued after the bg meter was cleaned and the debris was removed: three test strips were inserted and were recognized; no evidence of any malfunction that could have caused or contributed to erroneous bg readings was found. The results of all bg reading tests were found to be within specified tolerance limits. The reported bg meter issues are considered to have been caused by the presence of debris and not by any manufacturing or product related issue.